Event description:
In this case, it was reported that the valve was implanted then explanted during the same procedure. Per the op report, this was an (B)(6) boy with pulmonary valve stenosis in infancy. He had now developed right ventricular dilatation and was referred for operative repair. The surgeon initially repaired this with a 21 mm magna valve (subject device) and a pericardial patch; however, the patient developed rvot obstruction due to his reconstruction and this was subsequently repaired with a valve conduit. After completion, the patient was weaned from cardiopulmonary bypass with excellent hemodynamics. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4). Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Unfortunately, the root cause of this event cannot be confirmed with the available information. However, there have not been any allegations of a malfunction or quality deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible.